Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. It was reported that the pediatric patient experienced a skin reaction with inflammation, infection, and contact dermatitis, which occurred an unspecified day after the sensor had been inserted (no information about the insertion site). The patient experienced a secondary infection of dermatitis and consulted a healthcare provider. They prescribed antibiotics for the skin reaction (no information about the administration route). The skin reaction lasted approximately from (B)(6) 2023 to (B)(6) 2023. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).